Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during system implant, the right ventricular lead showed evidence of externalized conductors. All values were normal. The lead remained implanted. The patient was stable post-procedure.